Event description:
It was reported the hand piece was used during an endoscopic spine procedure. The device had no function from the beginning. Another device was used to complete the case. No pt consequence.